Event description:
The old concentration of baclofen was 1000 mcg/ml; the new concentration was 2000 mcg/ml. They were considering updating the pump with the correct drug concentration and cancelling the bridge bolus that was currently in process. There was no therapy or medical problem related to the event. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).